Event description:
It was reported that the customer's fill estimate was inaccurate after loading a cartridge with cold insulin. The customer's blood glucose level was in the 200s mg/dl.

Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.